Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the biphasic module pcb assembly. After replacing the biphasic module pcb assembly, proper operation was confirmed adn the device was returned to the customer.

Event description:
It was reported that the device would not charge. There was no patient use associated with the reported event.